Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon noticed that the jaws were out of alignment so stopped using the device, opened a new device and reapplied all the clips again with a functional clip applier. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.